Event description:
Reportedly, during patient use, the touch screen was found to be unresponsive. The patient was transferred to a back up ventilator. There were no serious or negative patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned ventilator was received and functionally tested. The touch screen was confirmed to be unresponsive. The display assembly was replaced and an operational verification testing was performed on the unit before returning it to the customer.